Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that after patient experienced a fall, the leads became non-functional and lead diagnostics showed both leads had high impedances on all contacts except for one. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.